Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion sets's tubing detachment from the connector. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.